Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign object could not be identified. It is unclear whether the reprocessing was carried out in accordance with the instructions for use, so the cause of the foreign matter remaining could not be determined. There was no deformation in the area where the foreign material remained. The detection method is described in chapter 3 preparation and inspection of the instruction manual gif/cf/pcf-290 series operation edition. Instruction manual gif/cf/pcf-290 series cleaning/disinfection/sterilization chapter 5 preventive measures are described in the reprocessing of endoscopes (and accessories that are reprocessed together). Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had foreign objects found in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
E1: establishment name: (B)(6). The device was returned to olympus for evaluation and the evaluation found: due to a pinhole on air/water tube, water tightness was lost. Due to wear of angle wire, the play of up/down knob was out of the standard value. The scope connector cover unit had a scratch. The scope connector had a scratch. The protector of the universal cord on the suction connector side had a scratch. The protector of the universal cord on the control section side had a scratch. The universal cord had a wrinkle and a scratch. The image guide protector had a scratch. The grip had a scratch. The scope cover had a scratch. The switch box had a scratch. The forceps elevator lever had a scratch. The free-engage knob had a scratch. The up/down knob had a scratch. The right/left knob had a scratch. The control unit had discoloration and a scratch. The scope connector was dirty due to water leakage. The adhesive on bending section cover had a scratch. The plastic distal end cover had a scratch, and due to corrosion on suction connector, a noise image occurred. The customer cleaned, disinfected, and sterilized the device before returning to olympus for evaluation. The air/water nozzle was flushed with air and water, and a detergent solution. The air/water nozzle was wiped/brushed with clean a lint-free cloth, brush, or sponge with no reported delays or abnormalities observed. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.